Manufacturer narrative:
Patient date of birth: (B)(6) 1972. (B)(4). The event of "seroma -late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture, seroma-late.

Event description:
Healthcare professional provided an MRI report diagnosis "numerous anecogenic areolae (periprosthetic fluid) referable to periprosthetic spillage can be appreciated in the overall picture of prosthetic rupture on the right". Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional provided an MRI report diagnosis "numerous anecogenic areolae (periprosthetic fluid) referable to periprosthetic spillage can be appreciated in the overall picture of prosthetic rupture on the right". Device has been explanted.

Event description:
Healthcare professional provided an MRI report diagnosis "numerous anecogenic areolae (periprosthetic fluid) referable to periprosthetic spillage can be appreciated in the overall picture of prosthetic rupture on the right". Device has been explanted.

Event description:
The device is not PMA approved.